Event description:
It was reported that the patient had frequent pulsatility index (pi) events. Patient witnessed syncopal event and mechanical fall followed by brief approximately 1 minute loss of consciousness on (B)(6) 2026. When the patient arrived at the emergency department, trauma imaging demonstrated subarachnoid and subdural hematoma. Patient's spouse reported that the patient was feeling sick on (B)(6) 2026. The patient denied significant change in oral intake and did not experience nausea, vomiting and diarrhea. Patient also denied any feelings of arrhythmias or implantable cardioverter-defibrillator (ICD) shocks and there were no changes to medications. There were no unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended. The cause of the syncope and loss of consciousness was unknown but suggested possibility of vasovagal event. The cause of the subarachnoid and subdural hematoma was identified due to trauma, mechanical fall and hit in the head, and not device related. The anticoagulation was stopped. The patient was stable in hospital and planned for a hospice care.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.